Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The reported event cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this case was identified through a post-market clinical follow-up study. The subject underwent a total ankle replacement on (B)(6) 2020, along with subtalar arthrodesis and proximal tibial autograft harvest. On (B)(6) 2022, x-rays appeared normal, although the subject reported pain over the lateral distal tibia. On (B)(6) 2022, a CT scan showed loosening and subsidence of the tibial component. On (B)(6) 2022, the pain was treated with a corticosteroid injection. On (B)(6) 2022, x-rays again showed subsidence and mild loosening of the tibial component. Pain was reported clinically, but the subject stated that symptoms had significantly improved and declined further treatment. No additional information is available for this case. Attempts have been made and no further information has been provided.